Event description:
It was reported that the unit had an electrical burning smell. Upon evaluation, unit was plugged in and an electrical popping sound was heard, followed by smoke and a burning smell. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: electrical short on the triac pc board.